Event description:
The pt went to the cath lab in 2000. The iab was inserted with fluoroscopy the next day. The "slow gas leak" alarm sounded from the pump. No blood was noted at first, but eventually blood was noted and the iab was removed. No second iab was inserted. On 8/4/00, datascope rec'd the following info: the pt was admitted to the telemetry unit and on 7/5/00 was transferred to ccu due to chest pain unrelieved by nitro. Days later, an iab was inserted in the cath lab using fluoro. The pt arrived back in the unit with iabp at 1:1. That same day at 0530 the "gas leak" alarm sounded from the pump. The dr was called and a stat echo was ordered. Blood was noted in the tubing and the iab was removed at 0700. The pt expired the same day before the pt could be returned to the cath lab for reinsertion of another iab. Event complicaitons : expired - reported 8/4/00. Pt's current status: expired-reported 8/4/00.